Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the up button on the insulin pump was unresponsive. Customer's blood glucose was normal and did not require medical treatment.